Manufacturer narrative:
UDI not available; device not distributed in us. Inspection and testing found foreign material due to insufficient cleaning. A visual inspection confirmed the customer¿s complaint, the nozzle was failing to drain. In addition, the following was found: water and air supply was insufficient due to the clogged nozzle, angulation was insufficient and there was play in the angulation knob due to the angle wires being stretched, the adhesive on the objective lens was peeling and cloudy, adhesive on the light guide lens was cloudy, the universal cord was wrinkled, the distal end cover was dented/crushed, the adhesive on the bending section cover was chipped, cracked, and cloudy, the zoom malfunctioned, the paint on the air/water and suction cylinders was peeling because of deterioration due to stress during reprocessing, there were scratches on multiple parts of the device due to handling, and the boot protector was damaged due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
The customer reported to olympus that the water supply was not functioning properly. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing contamination on the nozzle was found. This report is being submitted for the malfunction found during evaluation (contamination in the nozzle).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.